Manufacturer narrative:
The pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 150 units of insulin. After the customer successfully loaded the cartridge, the insulin gauge was inaccurate. Reportedly, the customer does not practice the proper air removal technique. Tandem technical support reminded the customer this was off label. No impact to the customer's blood glucose. The customer reloaded the cartridge and received an accurate fill estimate.